Manufacturer narrative:
(B)(4) = jaw misaligned, malformed clip. Eval summary: the analysis results of the instrument found that it was received with the jaws misaligned and with one clip in the jaws. In an attempt to replicate the reported incident, the clip was removed from the jaws and the device was tested for functionality. During testing the device formed three scissored clips due to the condition of the jaws. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an excessive application of torque to the jaws during use can create a misalignment of the tips. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip came out crocked at the tip and scissored which cut the vessel rather than clipping the vessel. The surgeon fired the device until another clip came out. No clips fell into the pt. The same device was used to complete the procedure. There was no adverse consequence to the pt reported.